Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that upon post intervention CT the stent graft was covering the renal arteries. The pt is on dialysis. The stent graft was inaccurately delivered by the user. No add'l clinical sequelae were reported.

Manufacturer narrative:
.